Event description:
Dopamine removed from channel b. New bag hung. When attempted to insert tubing in channel b it would not accept. Display said channel b failure. Manual release failed and all channels locked up. Pt became pulseless and died.